Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: (B)(4), model: nm-3138-55, serial:(B)(4), batch: (B)(4). Product family: dbs-extension, upn: (B)(4), model: nm-3138-55, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection. The patient underwent an explant procedure where the implantable pulse generator (ipg) and lead extensions were explanted.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection. The patient underwent an explant procedure where the implantable pulse generator (ipg) and lead extensions were explanted. Additional information was received indicating results of the culture taken were positive for staphylococcus aureus infection. The patient was administered antibiotics. The physician believes the infection to have been device related not procedure related. The explanted devices were not returned for analysis.